Manufacturer narrative:
Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unable to verify missing segments/partial display anomaly due to blank display. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had flashing display. The customer¿s blood glucose level was 335 mg/dl at the time of the incident. Customer was calling back with blank display after receiving new battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.